Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis, spinal pain and non-malignant pain. It was reported that the patient had their stimulation device removed because it did not work however, the caller did not know which of the patient's devices was the one that had not worked nor when this took place. They also did not know which physician was involved with this issue. No symptoms were reported. No further complications were reported or anticipated.